Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® buffered sodium citrate blood collection tube had no label or missing label information. This event occurred 14 times. The following information was provided by the initial reporter, ¿the following issue was found in tubes; defective marking x14."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® buffered sodium citrate blood collection tube had no label or missing label information. This event occurred 14 times. The following information was provided by the initial reporter, ¿the following issue was found in tubes; defective marking x14."